Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon but did return for analysis. Numerous kinks were evident along the hypotube. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The guidewire lumen patency was verified. A kink was evident along the distal shaft, 10cm proximal to the distal tip. Deformation was evident along the returned stent, with struts appearing bunched and raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was intended to be used to treat a moderately tortuous and severely calcified lesion located in the mid left anterior descending artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. There were no difficulties noted when removing the protective sheath. The device was inspected post removal of the protective sheath with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The inflation device remained on neutral pressure during delivery of the device. The resolute onyx failed to cross the lesion. A non-medtronic catheter was then introduced into the guide and the lesion was again prepped with a pre-dilation balloon, and again the resolute onyx did not cross the lesion. It was reported that stent dislodgement occurred during removal following failed delivery. Upon removal for the second time the resolute onyx got caught on the calcium in the proximal lad and dislodged. The stent was retrieved with a 1.5 x 12 mm non-medtronic balloon that was passed through the dislodged stent and inflated. Balloon and stent were pulled back into the guide. At this point, guide, wire, stent and balloon were removed all together. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.